Event description:
It was reported that the patient is scheduled for surgical intervention for a bilateral lead revision for an unknown reason.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient is experiencing ineffective therapy. Surgical intervention was undertaken on (B)(6) 2026, wherein both leads were repositioned to resolve the issue.